Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at th11 due to primary osteoporosis and compression fracture. Intra-op, the contrast medium leaked during inflating the balloon of the left side. The device came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
There is a small pin hole in the distal tip of the balloon. Damage in this location is often caused by the balloon coming in contact with sharp bone inside the vatebral body. Due to the small size of the hole the balloon could still be collapsed with negative pressure. If information is provided in the future, a supplemental report will be issued.